Manufacturer narrative:
(B)(4). On (B)(4) 2018 arjo was informed about the event, which occurred on (B)(6) 2018 in (B)(6) in (B)(6) (us). Based on the gathered information, when the facility staff started to raise the ceiling lift to transfer the resident ((B)(6) years old male) out of the bath, they observed that one of the four clips was not attached correctly to the device's spreader bar. The staff wanted to stop the lifting function by using the handset however, the strap and spreader bar up-movement could not be stopped. As a consequence, the patient slipped out of sling into the bath. No injury occurred. The maxi sky 600 was powered off to stop its movement. The lift involved in the incident was a maxi sky 600 ceiling lift equipped with the dynamic positioning system (dps) spreader bar (on which the sling clips are attached). The ceiling lift was used with the four-point sling with attachment clips. The maxi sky 600 ceiling lift was under the arjo service and maintenance contract. The last service/ maintenance was carried out in march 2018. The lift was put out of service after the event. The device evaluation performed by arjo representative revealed that the overall device condition was good however, further inspection showed that the handset buttons were torn. It could cause inability to stop strap up-movement after pushing the appropriate button on the handset. The faulty handset was replaced. After the service the device was found to be fully functional. This maxi sky ceiling lift was almost 8 years in use. Instruction for use dedicated to the passive clip sling (04.sc.00_int1_2) includes detailed information regarding attaching the clip. This should be performed in below-mentioned steps: "place the clip on the spreader bar lug. Pull the strap down. Make sure the lug is locked at the top end of the clip. Make sure the strap is not squeezed in between the clip and the spreader bar. Make sure the straps are not twisted." The caregivers are obligated to check the clip attachment before transfer, as well as check that all clips continue to be in place during the lifting process. Instruction for use (001.14150.33.en rev.6 issued in april 2010) dedicated to maxi sky 600 ceiling lift includes some warnings, that should be followed by the user: · "ensure that all four points of the sling are securely attached to the frame, then lift the patient using the handset, positioning him/her comfortable for transfer." · "it is vital to always check that sling attachment clips are correctly attached and remain in tension as the weight of the patient is gradually taken up." Additionally, based on the intended use section included in the IFU, the passive clip sling should be used only by "appropriately trained caregivers with adequate knowledge of the care environment, and in accordance with the instructions outlined in the operating and product care instruction." All gathered information allows concluding that during use of maxi sky 600 ceiling lift and clip sling, the facility staff did not follow information included in the instructions for use. One of the four clips was not correctly attached and the staff did not make sure that the clip is fitted in place before raising the patient. This resulted in the event, in which the patient slipped into the bath. Based on the product knowledge and simulations, it comes forward that when the labeling is followed and the sling is placed in the correct way and the instructions of using the system are followed, there is no possibility of a patient drop or other adverse event during the transfer of the patient. Review of similar reportable events for the maxi sky 600 ceiling lift and similar devices revealed a number of cases related to this type of event: clip sling detachment during transfer were found. In summary, the maxi sky 600 ceiling lift and the clip sling were being used at the time of the event and played a role in the reported incident. The lift did not meet the specification during the event- the handset buttons were worn causing unstoppable movement of the device. The complaint decided to be reportable due to the potential for serious injury upon reoccurrence.

Event description:
On (B)(6) 2018 arjo was informed about the event, which occurred on (B)(6) 2018 in (B)(6) in (B)(6) (us). Based on the gathered information, when the facility staff started to raise the ceiling lift to transfer the resident ((B)(6) years old male) out of the bath, they observed that one of the four clips was not attached correctly to the device's spreader bar. The staff wanted to stop the lifting function by using the handset however, the strap and spreader bar up-movement could not be stopped. As a consequence, the patient slipped out of sling into the bath. No injury occurred. The maxi sky 600 was powered off to stop its movement.